Event description:
A physician reported a perforated bag associated with the insertion of a ceeon lens 911a/22d. He stated that the bag was perforated by a haptic while unfolding a ceeon 911a lens. In order to remove the lens, the incision was enlarged. The physician reported that an anterior vitrectomy was performed and a sulcus sized iol was inserted. No further info was provided nor is expected. Potential damage during unfolding is anticipated and appropriate instrumentation and experience is required. Lengthening of the incision to remove the lens is unlisted.